Manufacturer narrative:
The suspect device was returned to olympus for evaluation and repair. The reported problem was confirmed and the cause assigned to a faulty cable unit. Additionally, there was a crack on the video connector. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported event was user handling of the cable unit (i.e., excessive force), causing the cable unit to fail. As stated in the instructions for use, as a preventive measure: "do not strike the camera head. The camera head may be damaged." "Do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result." Investigation activities have been opened to manage the actions related to this late report and any required MDR reporting.

Event description:
A user facility reported to olympus that no image was produced. The problem, as reported to olympus, was first identified on preparation for use. There was no patient injury, associated with the problem, reported to olympus.